Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.